Event description:
Reason for revision not provided. Additional information reports patient activity level impaired, restricted rom, pain, can walk 20 minutes without pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Information received from lirc. Reason for revision not provided. Additional information reports patient activity level impaired, restricted rom, pain, can walk 20 minutes without pain. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the insert product/lot. Per procedure, this product code is exempt from DHR review. No other reports were found against the femoral head product/lot code. The search was not possible against the cup as the product/lot code was not provided. Reason for revision has not been provided. The information is insufficient to investigate. The investigation can draw no further conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.